Event description:
It was reported that the insulin pump was exposed to moisture. Customer took a shower not realizing that the insulin pump was still attached. Customer stated there is water behind the screen and that the pump is no longer delivering insulin. Blood glucose value was 4.6 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform rewind and basic occlusion, prime, excessive no delivery and displacement test due to no button response. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.